Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient unable to get therapy due to (auto reducing) stimulation strength decreasing. Diagnostics revealed high impedance on one of the leads. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced. No intervention took place on the lead. The patient was programmed using the other lead and full coverage was confirmed post operatively. Reportedly, the issue was resolved.